Event description:
The customer reported the device failed operational check: shock button test. The device failed to shock at 50j and displayed shock equipment malfunction, device error, service required message. There was no reported patient involvement.